Event description:
As reported, the plug deployment button of a 5f exoseal vascular closure device (vcd) cannot be depressed after the indicator window turned to black-black. Changed to manual pressure. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The exoseal vcd and non-cordis vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator, and the indicator window changed to solid black color. The indicator window did not show red color during retraction. The button was unable to be depressed after the indicator window turned to black-black. After the pulsatile blood flow stops and then retracts 1 cm, the indicator window becomes black and black. A non-cordis sheath was used. The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The puncture site had mild visible calcium/plaque. There was no access vessel tortuosity, no stent near the puncture site, and no vessel stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd was used in an interventional procedure with an antegrade approach. The physician had achieved certification on the use of exoseal vcd. The patient's body mass index (bmi) was greater than 40. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the plug deployment button of a 5f exoseal vascular closure device (vcd) cannot be depressed after the indicator window turned to black-black. Changed to manual pressure. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The exoseal vcd and non-cordis vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator, and the indicator window changed to solid black color. The indicator window did not show red color during retraction. After the pulsatile blood flow stops and then retracts 1 cm, the indicator window becomes black and black. A non-cordis sheath was used. The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The puncture site had mild visible calcium/plaque. There was no access vessel tortuosity, no stent near the puncture site, and no vessel stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd was used in an interventional procedure with an antegrade approach. The physician had achieved certification on the use of exoseal vcd. The patient's body mass index (bmi) was greater than 40. Other procedural details were requested but were not provided. A non-sterile unit of product ¿vascular closure device 5f¿ was received inside a clear plastic bag. The device was unpacked to proceed with the product evaluation finding the following conditions: the deployment lever on the device was not depressed, the plug was presented on the delivery shaft and severely exposed to residues of dry blood, and the indicator wire is deployed. The indicator window was received on white/black position and the cowling guard was found unlocked and the indicator wire was observed deployed. The bleed back port is set at its original position. Furthermore, an unknown procedure sheath was locked on the device and blood was noted in the procedure sheath. No damages were observed on it. No other anomalies were observed during the visual analysis. Functional analysis was performed. The indicator wire was pulled to move the indicator window from the black/white state as received into the black/black state. At the black/black stage, then the deployment button was pushed down. There was no friction, and it was completely depressing. The deployment button performed correctly, and the plug was deployed properly. The device case was opened, and the internal mechanism was inspected with a vision system to magnify the image. The internal mechanism is assembled correctly, and no anomalies were observed. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device since there were no anomalies noted during functional analysis of the device and the internal mechanism was assembled correctly. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to this issue experienced by the customer. The device was received with the cowling/guard not locked and therefore, it is likely that any issues experienced when attempting to use the device may be related to handling factors of the cowling/guard during use as the condition indicates an incomplete depression of the cowling/guard may have occurred. It was also reported that there was calcification of the access vessel. Special patient populations listed in the instructions for use (IFU), where the safety and effectiveness of the exoseal vcd has not been established, include those with a tortuous targeted femoral artery and those with visible calcium/atherosclerotic disease of the puncture site. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.